Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The controller event log file contained data spanning from (B)(6) 2020 11:58:20 to (B)(6)2020 15:28:27. The file captured the pump operating at a fixed speed of 5200 rpm with a low speed limit of 4800 rpm. Motor power, estimated flow and average pi typically ranged from 3.3-3.8 watts, 2.9-4.2 lpm, and 2.8-9.0, respectively. Numerous pi events were captured throughout the log file; however, a specific cause for these events could not be conclusively determined through this evaluation. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The controller periodic log file contained data from (B)(6) 2020 00:27:50 through (B)(6)2020 15:26:16. Five pi events were captured on 26jul2020, 29jul2020, and 30jul2020. No other atypical events were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The lvad event and periodic log files captured no atypical events. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The account communicated that on (B)(6) 2020, the patient was presented to the emergency department (ed) with acute renal failure. Their lactate dehydrogenase (ldh) was stable at 236. The patient had a serum creatinine (scr) level of 8.25 and reported brown urine for several days. The patient also reported fatigue for a couple of weeks. Multiple attempts to obtain additional information were made, however, no response was received. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists right renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for mlp-015973 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with acute renal failure. The patient's serum creatinine number was an 8.25 and the patient reported having brown urine for a few days. The patient has been fatigued for a few weeks. The patient's lactate dehydrogenase was stable. There was concern for pump thrombosis. Upon review of the log files, technical services noticed mainly pi events. The equipment is operating as intended. Technical services does not suspect pump thrombosis. There were no alarms for this event.